Event description:
It was reported to philips that the system does not boot up. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the host computer, hard drives, performed a backup restore and upload the new license which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. A philips remote service engineer (rse) analyse the log file and it showed the system was unable to identify the pc with mac 0cc47ae3c81d which is the host pc, rse checked the license and an error was observed for the same mac. The part analysis of the host pc was performed, and it determined dos-lan1-rb failure in it. To resolve the issue, the fse inspected the system onsite and replaced the host computer and hard drives, performed a backup, restored and uploaded the new license. After replacement and system configurations, the system was returned to use in good working order.